Event description:
Received info regarding a cartridge alarm 19 during the load process. The customer's blood glucose level was not impacted. Customer is ultimately able to load a cartridge successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u report will be submitted if the device is received.